Event description:
Kangaroo gastrostomy feeding tube was inserted in patient on 3/29/93 as a replacement tube. Follow up phone calls made to patient's wife on 3/30/93 with no report of malfunctioning at this time. Patient's wife brought patient into hospital emergency room on 4/3/93 with feeding tube problems. Feeding tube was determined to have malfunction causing gastric outlet obstruction. Patient was diagnosed with aspiration pneumonia. Feeding repositioned and verified correct placement by contrast x-rays. Patient expired on 4/7/93 of aspiration pneumonia and supranuclear palsy. Reported patient complications to sales representative of sherwwod medicaldevice labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device discarded, other. The device was destroyed/disposed of.